Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 35 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.